Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
As reported, after device deployment there was still pulsatile blood, so manual pressure was held for 8 minutes. Angio taken after that showed a retroperitoneal bleed that requires a covered stent. 8 balloon was inflated at the bleeding sight then a covered stent was placed over the bleeding site. All looked good when finished with stent

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Vasculature was noted 8.1-8.6mm, mild medial calcification, posterior wall calcification, with a depth measurement of 4.5cm. Micropuncture and ultrasound guidance were utilized to gain a high positioned access above the inferior epigastric artery (iea). Activated clotting time (act) prior to closure was 432, protamine was administered. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, pulsatile bleeding was present, and manual pressure was applied for eight minutes. A post-angiogram indicated a retroperitoneal bleed. Balloon inflation was applied to tamponade and a covered stent was deployed to address the retroperitoneal bleed. The patient did not require any blood products or transfusion due to the rp bleed; and outcome post procedure was fine. The suspected root cause of the retroperitoneal bleed may be due to user error in utilizing manta in a patient with high access (at or above the inguinal ligament). Due to the location of the manta deployment, it is likely the implant was unable to effectively maintain a seal and the implant became dislodged. The IFU warns not to use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. Potential adverse events related to the deployment of vascular closure devices include retroperitoneal bleeding, and its consequences, as a result of failed closure in the setting of an access above the inguinal ligament or the most inferior border of the epigastric artery (iea). The following potential adverse events related to the deployment of vascular closure devices include oozing from the puncture site, and if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedural requirements indicate activated clotting time (act) should be below 250 seconds prior to closure. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.